Manufacturer narrative:
(B)(4). Pt weight - ni. Date of event - ni . Concomitant product(s): 139256 893930 m2a-magnum 42-50 tpr insrt std. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 01549, 0001825034 - 2017 - 01552.

Event description:
It was reported patient has been indicated for revision approximately 9 years post-implantation due to pain; however, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. This follow-up report is being submitted to relay additional information.\

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical product: m2a magnum pf cup, catalog#: us157850, lot#: 909890; modular lateralized taperloc femoral, catalog#: 11-103204, lot#: 871150; m2a magnum taper insert, catalog#: 139256, lot#: 893930. Reported event was unable to be confirmed due to limited information received from the customer. Review of the primary op notes dated (B)(6) 2008 indicates that the patient underwent an initial left tha procedure due to osteoarthritis for the left hip. This procedure was successful with no complications. During the procedure surgeon noted severe periacetabular cyst formation and lot of acetabular osteopenia. Surgeon also noted a very large amount of gelatinous synovitis. Findings also revealed patient has inflammation anteriorly and her anterior capsule was very tight which caused a little difficult to the surgeon to get complete anterior acetabular exposure. Trailing was successful and final implants are placed which gave good fit and stability through full range of motion. Lab results dated (B)(6) 2016 showed elevated chromium (9.2 mcg/l) and cobalt (7.6 mcg/l) levels. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.